Event description:
A 74-yr-old female had a history of failed bipolar prosthesis, which was performed in 1988, in her right hip. A right total hip arthroplasty was performed during 1989, using a co porous ingrowth prosthesis. The pt presented with complaints of pain with internal or external rotation of the hip, and/or flexion and extension. Pt states the pain is significantly increased with ambulation, especially on concrete surfaces. The pt was using a cane and a walker to assist her in ambulation. She stated the hip felt unstable, and as if the hip was actually "going to give way." Pt complained of leg length discrepency as well. The pt was taken to surgery where the co component was removed and a revision arthroplasty was performed. At the time of surgery, the femoral component was found to be loose.